Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
Rp 011973 - the dentist reported that 2 months after dental implant was installed in intraoral region 3#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type iii) and immediate implant and immediate load were performed.